Event description:
It was reported that a dexcom g7 continuous glucose monitor disconnected from the ilet while the user showered, resulting in signal loss to the pump. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical attention, and no hospitalization. Investigation included technical support troubleshooting and user education to toggle the ilet cgm setting between g6 and g7 and to reinitiate pairing. Investigation of this case revealed successful re-pairing of the sensor with the pump and restoration of communication. It was concluded that the device functioned as designed after guidance and that no device malfunction was confirmed.